Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris channel was alarming, motor was not engaging after numerous attempts. When performed preventive maintenance testing on the bd alaris syringe, unit passed the test with no problem found. There was no patient involvement.